Event description:
The customer reported to olympus, during preventive inspection, significant contamination was found on the inside of the biopsy channel on the distal end of the bronchovideoscope. It was speculated that the contamination was blood residue. Interviews conducted with facility staff determined the scope was not brushed before mechanical disinfection. The scope was not checked and will be sent to olympus to replace the biopsy channel to prevent the risk of infection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has been returned to olympus and the device evaluation is in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(Added health professional). This supplemental report is submitted to provide applicable corrections and additional information obtained from the customer.

Event description:
The customer requested olympus perform an annual inspection on the bronchovideoscope. The customer did not report a malfunction on this device. A field service engineer (fse) was dispatched to the customer site, inspected the device and found significant contamination on the inside of the biopsy channel on the distal end. It was speculated that the deposits and irregularities the fse found were blood residue. There was no procedure scheduled following the inspection. Interviews conducted with facility staff determined the scope was not brushed before mechanical disinfection. The scope was not checked and will be sent to olympus to replace the biopsy channel to prevent the risk of infection. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of possible contamination found by the fse.

Manufacturer narrative:
The aware date should be 16-dec-2021. This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the insertion section was squeezed, the scope connector was dirty, and the biopsy channel opening/ port/ and suction cylinder had foreign material adhered to them. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. / until no debris is observed upon inspection of the brush.¿" olympus will continue to monitor field performance for this device.